Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155748.

Event description:
It was reported by the patient via voluntary medwatch that the patient had received inappropriate shock from the implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signals. Programming changes were made; however, the ICD re-exhibited inappropriate shocks. Patient had claimed to have sustained nerve and muscle damage as well as suffered from post-traumatic stress disorder due to the "over-power" inappropriate shocks. Efforts to deactivate the device were made. Information regarding patient outcome and further intervention was not provided. Further information was requested but not received.